Manufacturer narrative:
Date sent to the FDA: 02/20/2009 (fistula formation) conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
International customer reported that a patient underwent a ventral hernia repair in 2008. The patient presented with abdominal pain. The patient was returned to surgery in 2008 at which time the surgeon reports that the mesh perforated the small intestine. The reported fistula was repaired. The patient is currently reported as "better."